Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt being shocked (a lot of tingling) approximately 4-5 times in the last 3 months. During these intense moments, he feels like his arm cannot move. The patient said that these occurrences only happen in the morning when he goes from a laying position to an upright one. The patient said he has adaptive stim and is programmed to an intensity of about 3.5 ma when upright and 1.8 ma when laying down. No interventions have been taken as of yet and the issue has not been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the shocking was not det ermined. The patient was reprogrammed and both the rate and pulse width were changed. It was unknown if the issue was resolved. No further complications were reported.